Manufacturer narrative:
Per the service repair technician (srt), the pounds read 110 compared to specification of 55 (+/- 5#). The occluder was brought back into manufactures specifications with the recertification of the occluder head. The unit operated to manufacturer specifications and then put into loaner stock. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filtered accordingly.

Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device, the "pounds" reading was high and is out of specification on the occluder head. Since the event occurred during preventative maintenance, there was no patient involvement.